Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
It was reported that the target lesion was located in the distal left circumflex (lcx) with 95% stenosis. Pre-dilatation was performed. Then the 2.5 x 18 mm promus stent was implanted and post-dilatation was performed. After post-dilatation, a stepdown was noted at the distal end and intracoronary nitroglycerine was administered. The final result was excellent with 0% residual stenosis. On (B)(6) 2014, the patient died. The cause of death was prostate cancer, unrelated to the promus stent. No additional information was provided.

Manufacturer narrative:
(B)(4). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.